Event description:
It was reported, that during central processing, the 8mm tip-up fenestrated grasper instrument had physical damage. There was no patient involvement.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and a broken grip at the base of the grip was found. The broken piece was not returned for evaluation. This failure is indicative of instrument mishandling and misuse. Additionally, further inspection identified excessive amount of dried residue around the clamping pulley cable grooves. Common causes of the failure mode is attributed to improper cleaning/reprocessing techniques, such as insufficient flushing. This is unrelated to the primary failure. The complaint of physical damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the damaged grip is attributed to damage during use or reprocessing. Damage can result from mechanical impact, such as accidental drops of the instrument, inadvertent collisions with other instruments or hard surfaces, instruments driven outside the field of view, or abrasive instrument cleaning. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.